Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. There were no additional adverse patient effects reported. The rv lead remains in service. Additional information received indicates that the right ventricular (rv) lead was explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
This supplemental report was created to correct the entry in h6: impact code and capture the product return date. Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection with sepsis were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. There were no additional adverse patient effects reported. The rv lead remains in service.